Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the system log file showed that the grabber cards are not initializing as a result the system would not start normally. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and returned to supplier for further analysis. The analysis confirmed the malfunction of flexvision pc and identified that the frame grabber card was defective. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement of flexvsison pc and hard disk , the system was returned to use in good working order. The codes were updated based on the investigation outcome.